Event description:
Patient underwent generator end of service generator replacement surgery. Upon connecting the new generator to the existing lead, systems diagnostics resulted in high impedance. Troubleshooting efforts to ensure proper connection between the generator and lead did not resolve the high impedance event and the lead was subsequently replaced. Product analysis will be performed once product is returned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.